Manufacturer narrative:
No additional adverse consequences have been reported from this event. This device is used for treatment. Follow up event information: it was reported that during a osteo chondral defect repair, the surgeon had a difficult time inserting the darts. The darts where sticking in the inserter. The dart that was inserted broke a little more than half way. The dart was not removed due to more than half of the barbs being inserted. The dart remains in the patient for additional fixation and the procedure was completed with screws from the fracture kit. No further issues have been reported to date related to this incident. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that on (B)(6) 2014, the surgeon had a few darts that were stuck and then a few that were broken. Three darts got stuck in guide and were scrapped, and then the surgeon got half of 2 darts in but they were expanding and breaking. He left them in, but ended up micro-fracturing the rest.